Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display of the s5 double head pump was unresponsive during set up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group(B)(4) received a report that the display of the s5 double head pump was unresponsive during set up. There was no pt involvement.